Event description:
The pt fell in 2008 and broke her back in 2 places. The leads migrated due to the fall and the pt experiencing severe leg pain. She met with her hcp and was told that revision surgery was necessary to correct the issue. The pt recently moved to a different part of the country and had appointments made with a new hcp. The pt's was at home at the time of the complaint. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.